Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("removal of device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. In (B)(6) 2014, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced complication associated with device ("complication associated with device"). The patient was treated with surgery (removal of device). Essure was removed in (B)(6) 2014. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 2-jul-2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure (batch no. 52412,762412) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding, multiparous and uterine ablation. Concurrent conditions included obesity, menses irregular, anxiety, penicillin allergy, leiomyoma nos and umbilical hernia nos. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), complication associated with device ("complication associated with device"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea(cramping)") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (removal of device, hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage, complication associated with device, vaginal haemorrhage, menorrhagia, uterine leiomyoma and dysmenorrhoea outcome was unknown. The reporter considered complication associated with device, dysmenorrhoea, genital haemorrhage, menorrhagia, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Pathology test - on (B)(6) 2014: a,b: right and left fallopian tubes, salpingectomy: - no histologic abnormality. C: uterus, hysterectomy: unmark able cervix; norrnal myometrium; benign proliferative endometrium. Received in formalin; designated "right fallopian tube" inventory: fallopian tube description: 4.5 x 0.7 x 0.5 cm. B: received in formalin;designated "left fallopian tube" inventory: fallopian tube description: 4.7 x 1.0 x 1.0 cm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dysmenorrhea and menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2019: pfs and mr received. Reporter information were added and updated.insertion date and date of removal were updated. Lot number were added. Medical history and lab data were added. Previously reported event removal of device were updated as abnormal bleeding (vaginal), menorrhagia, uterine fibroids, dysmenorrhea (cramping) and abnormal bleeding (general). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in a female patient who had essure (batch no. (52412,762412)-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding, multiparous and uterine ablation. Concurrent conditions included obesity, menses irregular, anxiety, penicillin allergy, leiomyoma nos and umbilical hernia nos. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), complication associated with device ("complication associated with device"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea(cramping)") and was found to have uterine leiomyoma ("uterine fibroids"). The patient was treated with surgery (removal of device, hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the genital haemorrhage, complication associated with device, vaginal haemorrhage, menorrhagia, uterine leiomyoma and dysmenorrhoea outcome was unknown. The reporter considered complication associated with device, dysmenorrhoea, genital haemorrhage, menorrhagia, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Pathology test - on (B)(6) 2014: a,b: right and left fallopian tubes, salpingectomy: - no histologic abnormality. C: uterus, hysterectomy: - unmark able cervix; - norrnal myometrium; - benign proliferative endometrium. Received in formalin; designated "right fallopian tube" inventory: fallopian tube description: 4.5 x 0.7 x 0.5 cm. B: received in formalin;designated "left fallopian tube" inventory: fallopian tube description: 4.7 x 1.0 x 1.0 cm.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : dysmenorrhea and menorrhagia. Lot number 52412 is invalid. Lot number report 762412 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-may-2019: quality-safety evaluation of ptc. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("removal of device") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. In (B)(6) 2014, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced complication associated with device ("complication associated with device"). The patient was treated with surgery (removal of device). Essure was removed in (B)(6) 2014. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.